Event description:
Complainant alleged that during biomed testing the device discharged at 120 and 150 joules successfully. However, on an attempt to discharge at 200 joules, the device charged up to 50 joules dumped the energy and then displayed a "pacer fault 117" message. Complainant indicated that there was no patient involvement in the reported malfunction.